Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported the the left ventricular lead has had problems with high thresholds and no capture since the implant date. Lead was explanted and replaced. No patient complications have been received as a result of this event.